Event description:
Clinical report states pain, catching, buckling and subluxation. ***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - litigation papers received alleging that the patient suffers from pain, disfigurement, elevated chromium and cobalt levels, and problems walking. Also alleged is neurological problems including numbness, muscle spasms, throbbing, and burning. Litigation also alleges that patient has noise emanating from her hip and balance problems.